Manufacturer narrative:
Patient was revised to address pain. Update recv'd 03/11/2014 - patient's revision operative records were received. Records were reviewed. There is no new information that would change the existing MDR decision. Doi: unk; dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, litigation alleges discomfort and elevated metal ion levels. Added stem due to alleged elevated metal ion levels.

Event description:
Pfs and authorization to disclose forms received. In addition to what were previously alleged, pfs alleges metallosis, ringing in the ear, memory loss, low-grade fevers, fatigue, nausea, rashes, lesions, limited ability to do daily activities, trochanteric bursitis and limited mobility.

Manufacturer narrative:
UDI: (B)(4).